Manufacturer narrative:
On mar 2 2020, additional information was received indicating the patient experienced capsular contracture baker grade unknown on the left side. The patient underwent removal and replacement with mentor memorygel breast implants 150cc, catalog number 3501501bc, serial number (B)(6) (r) and serial number (B)(6) (l). Device evaluation summary: during visual evaluation of the sample, a crease in the anterior and extending to the posterior view. Leak testing was performed and it revealed a tear in the anterior view, measuring approximately 0.2 cm. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as capsular contracture, too small a breast pocket and folding or wrinkling of the shell in the breast pocket. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: deflation. Concomitant medical products: saline mentor smooth round moderate profile 150cc, catalog number 3501615, serial number (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female patient underwent a breast augmentation with a saline mentor smooth round moderate profile 150cc breast implant and experienced deflation on the left side postoperatively. As a result, the patient underwent removal and replacement with unspecified mentor gel breast implants on (B)(6) 2020.